Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not exit the reservoir and tubing process. The customer¿s blood glucose level was unknown. Customer stated that the piston was not moving down during the rewind and they could not insert the reservoir as well as they changed the reservoir. Customer stated that they were unable to exit the load reservoir process. Customer was advised to select load and hold down until load reservoir process completes. Customer did not receive complete status with next highlighted on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test. Device alarmed pump error 37 during rewind due to corroded motor home switch. Unable to verify prime fill anomaly due to rewind anomaly.